Event description:
Davinci monopolar curved scissors would not engage in robot scissor 470179, lot k112105240051 and also mega suture cut needle driver tips would not come together ref 471309, lot k102106140178; process tagged and sent back to intuitive as they were not recognized by the robot. FDA safety report ID# (B)(4).